Event description:
It was reported that during continuous renal replacement therapy with a prismaflex set, the " blood entered the filter pressure sensor". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.